Event description:
Surgeon believed reprocessed harmonic ace shear fired on its own without surgeon using button. Instrument taken off surgical field and replaced with another ace shear which was not reprocessed.